Event description:
It was reported that the pt underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2004. The pt experienced pain, erosion of her internal body tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Additional information: the patient had a procedure to surgically close a vaginal wall erosion on (B)(6) 2007 and she underwent vaginal reconstructive surgery due to mesh erosion on (B)(6) 2007.

Manufacturer narrative:
Date sent to the FDA: 05/18/2012. Additional information: user facility or importer name/address: (B)(6) hospital. Contact person: dr. (B)(6). (B)(4).

Event description:
Additional information: it was reported that the patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The mesh was removed in 2009 due to the mesh eroding through the vaginal wall, incontinence and pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent rectus fascial sling urethropexy on (B)(6) 2011. It was reported that the patient underwent excision of eroded vaginal mesh, and coaptite periurethral implantation on (B)(6) 2011.